Event description:
It was reported that the patient experienced high impedances greater than 10,000 ohms on all electrodes. The patient experienced a sudden loss of stimulation and therapeutic effect. The doctor was going to plan a revision as soon as possible. On 2014 (B)(6) the patient fell while walking on flat terrain. The patient reported that the fall was hard and on the battery. The patient¿s status at the time of report was alive with no injury. The patient had sustained two falls within the last six months. They was not exactly sure when the stimulation stopped but did not remember any stimulation after the november fall. All impedance values were out of range and the amplitude values had been maxed at 10.5 and the patient was not able to detect any stimulation.

Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that electrodes 0 and 2 were less than 50 ohms. It was noted that the patient's pain therapy was successfully revised on (B)(6) 2015 to a pump device and the spinal cord stimulator was explanted. The reporter was not aware of any problems with the patient or the pump system.